Manufacturer narrative:
Internal reference number: (B)(4). Revoked asr exemption number e1997036. 'Report late due to asr to individual reporting transition'. A duplicate report may exist with report number 9611993-2019-12190. This report shall supersede report number 9611993-2019-12190 if duplication is identified in the adverse event reporting database."

Event description:
Implant failed due to failure to osseointegrate.